Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable frayed at the distal idler. No damage was found on the pulley and clevis. An additional observation not reported were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded the indentations were likely due to mishandling / misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, frayed wires were identified on the mega suturecut needle driver instrument. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.